Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would often shut down due to overheating. In addition, the printer was not working. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed power supply overheating message. Hasp latch (left) of the display broken. Due to error codes found in the log file software reconfiguration will be performed to eliminate possible software issues. Printer will be replaced with salvaged part as a preventive measure. Power supply replaced with salvaged part. Device is cleaned. Passed electrical safety tests. Passed all final functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.